Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported that product did not flush past filter during assembly. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 2202-0007 lot number 22056288 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd alaris¿ lvp 20d 1.2m experienced flow issues. The following information was provided by the initial reporter: product did not flush past filter, during assembly. Replaced filter.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ lvp 20d 1.2m experienced flow issues. The following information was provided by the initial reporter: product did not flush past filter, during assembly. Replaced filter.